Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ("33 weeks gestation, she gave birth to a son"), premature rupture of membranes ("this patient had rupture of membranes"), pregnancy with contraceptive device ("pregnant with essure micro-insert/pregnancy (with complications)"), caesarean section ("caesarean delivery"), genital haemorrhage ("abnormal bleeding (general)"), high risk pregnancy ("high risk pregnancy"), haemorrhage in pregnancy ("patient 6 weeks pregnant with some cramping and bleeding"), abortion threatened ("threatened miscarriage"), colitis ulcerative ("ulcerative colitis") and type 2 diabetes mellitus ("type 2 diabetes") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included parity 2 ((B)(6) 2010 and (B)(6) 2012), pre-eclampsia, gestational diabetes, premature delivery, oligohydramnios, tenderness, pain burning, lower gastrointestinal bleeding, sleep disorder, oedema, fungal skin infection, blood sugar abnormal, irritation skin, yeast infection, numbness in leg, low back pain, blood in stool, cervical intraepithelial neoplasia, dehydration, general body pain, night sweats, pancolitis, blood transfusion, tremor, clot blood, pre-eclampsia, caesarean section (prior c-section × 2), gestational diabetes, spontaneous abortion and laparotomy. Concurrent conditions included type ii diabetes mellitus, ulcerative colitis, foot pain, allergic reaction, mosquito bite, ankle swelling, arthritis, inflammatory bowel disease, throbbing pain, walking difficulty, weakness, ulcerative colitis, trauma, throbbing pain, hemoglobin decreased, hematocrit decreased, c-reactive protein, dorsal pain, aplastic anemia, nausea, bloody diarrhea, blood loss anemia neonatal, hemorrhoids thrombosed, abdominal cramp, cough, dyspnea, blood pressure, hematochezia, external thrombosed hemorrhoids, drug allergy, vaginal itching, hair follicle tumour, genital herpes simplex, itching, subcutaneous abscess, genital itching, hyperglycemia, ache, ecchymosis, hives, candidiasis, vulvovaginitis, vaginal bleeding, threatened abortion, spotting vaginal, intermittent fever, chills, tachycardia, hypertensive, skin disorder, polyuria, amenorrhea, pregnancy test urine, shortness of breath, weight loss, pneumonia, mid stream urine nad, genital discharge, hypokalemia, anxiety, discomfort, urinary frequency, chest hot feeling of, muscle spasms, dizziness, bleeding rectal, iddm, irritable bowel syndrome, rectal pain, flash hot, diverticulitis, cellulitis and low grade squamous intraepithelial lesion. Concomitant products included antibiotics, clindamycin (clindacine), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, infliximab (remicade), insulin, iron, mesalazine, mesalazine (asacol), methylprednisolone sodium succinate (solumedrol), paracetamol, prednisone, steroids and sulfasalazine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain/pain") and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"), colitis ulcerative (seriousness criterion medically significant) and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("chronic vaginal infections") with vaginal discharge. In 2012, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced urticaria ("rashes/rashes all over body like hives"). On (B)(6) 2013, the patient was found to have weight increased ("weight fluctuations/weight gain"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with vomiting and nausea. On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), premature rupture of membranes (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder nos"), inflammation ("severe inflammation of hands"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), dry skin ("dry skin"), skin discolouration ("patches of skin resembling burn marks"), erythema ("skin redness"), pruritus ("itching"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and rash ("rash on skin") and was found to have a high risk pregnancy (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the premature delivery, premature rupture of membranes, pregnancy with contraceptive device, caesarean section, genital haemorrhage, high risk pregnancy, haemorrhage in pregnancy, abortion threatened, autoimmune disorder, cystitis, urinary tract infection and rash outcome was unknown and the pelvic pain, inflammation, dysgeusia, arthralgia, migraine, dry skin, skin discolouration, alopecia, fatigue, weight increased, colitis ulcerative, type 2 diabetes mellitus, erythema, pruritus, vaginal infection, abdominal pain, abdominal pain lower, dysmenorrhoea, back pain, headache, dyspareunia and urticaria had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, abdominal pain lower, abortion threatened, alopecia, arthralgia, autoimmune disorder, back pain, caesarean section, colitis ulcerative, cystitis, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, haemorrhage in pregnancy, headache, high risk pregnancy, inflammation, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature rupture of membranes, pruritus, rash, skin discolouration, type 2 diabetes mellitus, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: she has not yet undergone surgery to remove the essure micro-inserts. Consequently, she continues to suffer from symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Blood ketone body - on (B)(6) 2014: positive. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan - on an unknown date: results: revealed that she was 8 weeks pregnant; on (B)(6) 2013: evidence of deep venous thrombosis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain. Lower abdominal pain, rash,pruritis,diabetes,abdominal cramp,fatigue,erythema, pelvic pain, ulcerative colitis. Inflammation , vomiting. Back pain,vaginal discharge, most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received reporter information was added. New events added high risk pregnancy,threatened miscarriage, bleeding in pregnancy & premature rupture of membrane , concomitant drug was and concomitant history was added. Medical history was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ("33 weeks gestation, she gave birth to a son"), pregnancy with contraceptive device ("pregnant with essure micro-insert/pregnancy (with complications)"), caesarean section ("caesarean delivery"), genital haemorrhage ("abnormal bleeding (general)"), colitis ulcerative ("ulcerative colitis") and type 2 diabetes mellitus ("type 2 diabetes") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2010 and (B)(6) 2012), pre-eclampsia, gestational diabetes, premature delivery and oligohydramnios. Concurrent conditions included type ii diabetes mellitus and ulcerative colitis. Concomitant products included insulin, mesalazine and paracetamol. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain/pain") and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), 14 days before insertion of essure. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"), colitis ulcerative (seriousness criterion medically significant) and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("chronic vaginal infections") with vaginal discharge. In 2012, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced urticaria ("rashes/rashes all over body like hives"). On (B)(6) 2013, the patient was found to have weight increased ("weight fluctuations/weight gain"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with vomiting and nausea. On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), inflammation ("severe inflammation of hands"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), dry skin ("dry skin"), skin discolouration ("patches of skin resembling burn marks"), erythema ("skin redness"), pruritus ("itching"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), autoimmune disorder ("autoimmune disorder nos"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and rash ("rash on skin"). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, caesarean section, genital haemorrhage, autoimmune disorder, cystitis, urinary tract infection and rash outcome was unknown and the pelvic pain, inflammation, dysgeusia, arthralgia, migraine, dry skin, skin discolouration, alopecia, fatigue, weight increased, colitis ulcerative, type 2 diabetes mellitus, erythema, pruritus, vaginal infection, abdominal pain, abdominal pain lower, dysmenorrhoea, back pain, headache, dyspareunia and urticaria had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, caesarean section, colitis ulcerative, cystitis, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, inflammation, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, pruritus, rash, skin discolouration, type 2 diabetes mellitus, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: she has not yet undergone surgery to remove the essure micro-inserts. Consequently, she continues to suffer from symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Ultrasound scan - on an unknown date: results: revealed that she was 8 weeks pregnant. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 6-dec-2018: plaintiff fact sheet- events autoimmune disorder nos, bladder infection, urinary tract infection and rash on skin were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.